Event description:
Doctor reported band slippage. The event was confirmed using fluoroscopy and required a revision surgery to treat the event.

Manufacturer narrative:
Taper ii. (B)(4). Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of hernia as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included in a hiatal hernia. Ulceration, gastritis, gastro-esophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."